Manufacturer narrative:
The information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained.

Event description:
It was reported via post market survey that clinician encountered multiple insertion attempts while using the bd miniloc¿ huber needle set (19ga × 0.75 inches / 19 mm) without y-site inserted through septum of surgically implanted port for administration of fluids, administration of medications / drugs, and blood sampling. Initially no backflow was noted and the portacath area got swollen after injecting 10 mls of saline. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Event description:
It was reported that clinician encountered multiple insertion attempts while using the bd miniloc¿ huber needle set (19ga × 0.75 inches / 19 mm) without y-site inserted through septum of surgically implanted port for administration of fluids, administration of medications / drugs, and blood sampling. No other information was provided and no patient harm reported,

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/ reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.